Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator model#: sc-4318 lot#: 20600732 description: clik x anchor.

Event description:
A report was received that the patient was experiencing discomfort at the midline incision site and it was also noted that the ipg had flipped in the pocket. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the patient was explanted due to pocket discomfort resulted from the battery flip in the pocket. Current leakage tests verified no loss of electric current. Residual gas analysis verified that the device insulation was not compromised. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed all the required tests and revealed normal device characteristics. Sc-8352-50 (sn: (B)(4)) devaluation evaluation that the paddle lead was pulled and cut, and the electrode #32 was not returned. Additionally, the lead bodies were cleanly cut. The damage was a result of a typical explant procedure, and it was not considered a failure. Sc-4318 (ln: 20600732) device evaluation indicated that the clik-x revealed no anomalies.

Event description:
A report was received that the patient was experiencing discomfort at the midline incision site and it was also noted that the ipg had flipped in the pocket. The patient underwent an explant procedure. No device malfunction was suspected.